Manufacturer narrative:
The manufacturer was unable to conduct any investigation to root cause. After explant all impella product was discarded. Further details are not forthcoming from the (B)(6)registry. The failure mode will be monitored and trended.

Event description:
The medical center in (B)(6) had an impella cp support in which there was an access site bleed. The bleed prompted the team to infuse greater than 2 units of rbcs. This was documented in the (B)(6) registry the month after explant.